Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called in for help on error code 242-4030 on 8100 unit which is a motor stall detected on unit before call he had already replace the ail sensor on the unit and still get the same error code, the next step is to replace the motor controller board on the unit. And if that does not resolve the error then he is looking at the main board on the unit confirm motor controller board part #: tc10008153, will also open case. Ir case #: (B)(4).